Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 20 mg/ml morphine at 4.628 mg/day. The reason for use was not reported. It was reported that the patient was found unresponsive on the morning of (B)(6) 2018. No environmental factors contributed to the issue. No diagnostics were performed. No interventions were taken, other than the patient was given narcan. The issue was not resolved at the time of this report. The rep was called by the hospital to adjust the patient¿s pump to minimal flow rate. The patient was in ICU and I was told by the nurse that she was found unresponsive that morning. The patient was given narcan and is doing better. She is alert, but is sleepy. That is all the information the rep had at the time of the report. There were no further complications reported/anticipated.